Event description:
"Caller alleged discrepant results compared with the lab. Results as follows." Date: (B)(6) 2014; inratio: 5.7; lab: 3.2. Patient is 3 years old. Tests were taken the same day, exact time between testing is unknown. Therapeutic range: 3.0 - 4.0.

Manufacturer narrative:
Investigation pending.